Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: post op staple line bleed requiring reoperation. Reinforcement material was not used in conjunction with the stapling device.